Event description:
The patient underwent full revision of the generator and lead on (B)(6) 2015. Attempts were made for the return of the explanted products but they have not been received to date.

Event description:
High impedance was observed for the patient's device but no lead fractures were observed on the x-rays by the physician. Patient's vns was disabled and the physician plans to monitor patient for now.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Event description:
Additional information was received that the patient had an increase in seizures due to the device being off. Thus, patient was referred for lead revision surgery. Patient's x-rays were received and reviewed my the manufacturer. There did not appear to be any gross fractures or discontinuities in the portion of the lead that could be visualized that might explain the high impedance. No known surgical interventions has occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.